Event description:
Respiratory therapist entered patient's room and found power was off to the bipap; noted device was unplugged. Device was plugged in; noted patient was not triggering the bipap device. Rapid response was called, then code blue. Patient expired. Root cause analysis (rca) conducted on this event. It was determined from the rca that the bipap machine was not plugged in after the patient returned from dialysis. The internal battery depleted; therefore, we are recommending to the company that the low internal battery life be extended to 30 min. Staff present during the shift did not recall hearing an alarm. Action item included report to medsun in order to request from company that low internal battery alarm be extended from 15 minutes to 30 minutes.